Manufacturer narrative:
The ventilator was investigated on-site. It was confirmed that the ventilator did not start and then it failed the internal leakage test with message excessive leakage. Investigation revealed the ac/dc converter, the two pressure transducer pc boards, expiratory channel pc board and the gas modules were defective and need to be replaced. The device logs were not received and no parts have been returned for investigation. Since no parts were returned the root cause of the reported event has not been determined. It was observed during an external audit at getinge brazil, that servicing practices at getinge brazil are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints and assessed for reporting as required per regulations and as a result this report was not submitted in a timely manner. Getinge brazil has approved a comprehensive remediation plan and all unanticipated repair activities will be submitted as complaints.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was observed during an external audit at getinge (B)(4), that servicing practices at getinge (B)(4) are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints and assessed for reporting as required per regulations and as a result this report was not submitted in a timely manner. Getinge (B)(4) has approved a comprehensive remediation plan and all unanticipated repair activities will be submitted as complaints.

Event description:
It was reported that several parts of the ventilator were damaged. There was no patient involvement. Manufacturer's ref #: (B)(4).